Event description:
Per ICU charge rn: "tonight I was working in the emergency department and we had a patient who had come in 8 hours earlier to have foley catheter replaced. Patient came in complaining that the foley had fallen out. When I went in and assessed, the foley was still attached to the leg bag. I attached a 10 cc syringe with saline and inflated the balloon. The balloon was leaking a very fine stream of saline. When I got back to the ICU one of the staff members told me that the foley catheter had fallen out during the day also. Then foley catheter that was used is the standard kit 16 fr with a metered urine bag. Prior to insertion I tested the new foley catheter's balloon."